Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Two photos of syringes in a polybag from lot# 0062085 were provided. The customer reported that she could observe units without the vacuum. The photos were examined, and no issues were observed on the syringes inside the polybag. Since no defects were observed the alleged issue could not be confirmed. A review of the device history record was completed for batch# 0062085. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200880116] noted that did not pertain to the complaint. As no samples were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure based on the photos received root cause cannot be determined at this time as the issue is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle plunger was loose. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer purchased 2 packages of syringes and even without opening them she could observe units without the vacuum"